Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of hydrophilic coating was confirmed. There was stretching, and unraveling was noted at the distal mesh segment at 7cm from the distal end of the device. One kinked area was found on the body at 40cm from the proximal end. The braided mesh tip was inspected under the microscope, and it was observed that as a result of the stretching, the coating is stripped and the internal braided mesh was exposed. The kink found on the catheter appear to be the translation of the issues occurred during the procedure where resistance was felt. The difficulties described in the complaint appear to be more specific to the patient and the conditions present at the time of the procedure. Patient anatomy may have played a role in these issues. Additionally, other clinical or procedural factors, which could not be replicated during product analysis may have contributed to the reported failure. The stretched condition found in the distal portion of the catheter appears to be the result of the difficulties while handling the device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacturing of the device. Based on this, the customer complaint was confirmed. A review of manufacturing documentation associated with this lot (31130239) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use contains the following precaution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, while advancing the 132cm embovac 71 aspiration catheter (ic71132ca / 31130239) into the artery with the support of a neuron¿ max guide catheter (penumbra) over the trevo trak 21 microcatheter (stryker), the physician felt resistance with the embovac. After making many attempts, the physician withdrew the catheter and noticed a kink in the embovac. The physician was unable to cross the embovac beyond the petrous segment. There was no report of any negative patient impact. On 15-jan-2025, additional information was received. Per the information, the procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without guidewire / microcatheter). The procedure was targeting an occlusion in the m1 segment of the middle cerebral artery (mca). An adequate flush was maintained through the devices. Excessive force had not been applied to the device. The procedure was completed using an axs catalyst¿ 6 catheter (stryker). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31130239) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.